Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) migrated and need to be repositioned. During the repositioning procedure the leads were removed from the device. When attempting to reconnect the leads the setscrew became stuck in the up position.